Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2018; w1dr01 ipg, implant date: (B)(6) 2018; 383069 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The rv lead was explanted and another lead was attempted to be placed but failed due to a bend in the lead and the stylet was unable to be removed from the lead. A third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was used as the stylet that was received in the lead was damaged. Test stylet passed through the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.